Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: please confirm needle did not fall into the patient the product involved did not use for the patient because it was noticed this event before use.

Event description:
It was reported that a patient underwent an unknown surgery and an unknown date and suture was used. The needle was broken during surgery but prior to use. Honestly the nurse did not recognize that the needle was broken from the beginning, but when the doctor tried to use it, the tip of the needle was missing, so the doctor checked around but couldn't find it. The x-ray was taken to check the inside of the body, but it was not found, so the hospital decided that there was no needle tip from the beginning and closed the wound. The surgeon and his assistant said that they had noticed it before use and did not use it because the product was not passed through the tissue. However, the needle at the swage part was bent when many people were holding the needle with a needle holder and checking it after realizing that there was no tip. They also said that the needle was never bent when trying to suture it. Another product was used to complete the case. When we send the sample to you, we will let you know its return date and tracking number. There were no adverse consequences to the patient. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d9, h3. H3 investigation summary: a failed suture needle, labeled as (B)(4), was submitted to herrera, stafford and associates, llc (hsa) for fractographic evaluation on july 28, 2025. The component was identified as product code z771. It was requested that hsa assess the fracture mode of the failure. According to the information, it was reported breakage needle, bending needle intra-op. The product received for analysis was z771d. Visual inspection and metallurgical analysis were performed on the returned product. A blunt tip was observed. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation of (B)(4) revealed the needle contained a blunt tip.